Event description:
It was reported that bd insyte autog bc catheter kinks/bends during infusion. The following information was provided by the initial reporter: the customer advised that the 22g insyte IV catheters (all lot number: 4190487) are kinking up inside the patient's veins and are causing the pressure on the injector to go up a lot. The catheters are totally bent when taken out of patient. On (B)(6) 2024: the patient was not impacted. There were no adverse events or serious injuries to the patients. The problem with the catheters was that they would easily bend inside the patient's veins, causing the pressure to go up when we injected contrast. We thought the patient's vein blew and something was wrong. When we removed the catheter is was bent. This is an unusual problem for these catheters.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4190487. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.